Event description:
It was reported that during reprocessing of the cysto-nephro videoscope, a hair/foreign material was observed where they look with a fiber and could not get it out. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.